Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found physical damage on master tool manipulator right (mtmr) on surgeon side console (ssc) 1. The fse replaced mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and the followings were found: a visual inspection found a broken grip spring and protruding and stuck on the right finger loop, which confirmed the reported issue. Log review was performed and no failures were observed relating to the reported complaint. The mtm was tested with a golden grip spring and failed. After that, the unit passed after running recalibration sequence without any error. The unit passed the rest of the fitness test. No external mechanical damage, contamination, or other abnormal conditions related to the reported event were observed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a broken grip spring of the mtm. It can be resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that master tool manipulator right (mtmr) grip of surgeon side console (ssc) 1 was not responding like normal and not closing all of the way. The tse could not find any related error in the logs. The csr was unable to provide further information. The procedure was completing as planned with no reported injury. Isi followed up with the csr and obtained the following additional information: the issue occurred twice in two separate procedures. The procedures were completed successfully using the other ssc.